Event description:
In 2007 at 11:56 am, the lay-user /pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate high readings and the control solution is failing on the high end. On two days earlier, the pt discovered that the control solution test failed while she was using expired lfs test strips. The pt decided to use the test strips anyway because she did not have any other test strips. The pt did not take any action in regards to diabetes treatment. On original date at 10 am, the pt reported blood glucose results of "134 mg/dl"with a lifescan meter and "65 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <30 mg/dl. The patient had symptoms described as "light-headed, sweating, cold, and chills" after the reported issue began. The patient was given orange juice by the healthcare professional. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, food intake, medication intake, lfs meter readings, date and time of hosp admittance and discharge, doctor's diagnoses, and recent changes in medication regimen and testing frequency. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the punctured area was cleaned appropriately, the testing technique was correct, the meter was coded properly, the test strips and control solution were in good condition and within the discard date, and the reported meter was confirmed in the meter' memory. This complaint is being reported because the pt claimed she was treated for symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.